Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed air bubbles in the reservoir when they were filling it. The air bubbles did not exit the reservoir. Customer's blood glucose level was 15.6 mmol/l. The customer decided to start a new reservoir and go through the process but the air bubbles were recurring. The customer reverted to injections. The device was not returned.